Event description:
Locking clip on back of mics hand piece has sheared off the handle of mics. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that "locking clip on back of mics hand piece has sheared off the handle of mics." The event was not confirmed. Method & results: device evaluation and results: not performed as the device(s) were not available for inspection. Device history review: not performed as no s/n was reported. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot 42010518 shows 02 additional complaint(s) related to the failure in this investigation. These include the following pr(s): (B)(4). Conclusions: the exact cause of the event could not be determined because the product was not available for evaluation. Corrective action/preventive action: no action is required at this time as there is no confirmed failure mode. Device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Locking clip on back of mics hand piece has sheared off the handle of mics. Case type: tka.